Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 16 (timeout moving to take-up position), ua 24 (timeout moving to "home" position) and "check patient positioning/alignment". A fully charged li-ion battery was used during this event, the lifeband has been changed and the customer tried to restart the platform; however, the error messages persisted. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) and 24 (timeout moving to "home" position) were confirmed during initial functional testing. The brake area was cleaned to remedy the issue. During visual inspection, unrelated to the reported complaint, a damaged head restraint, short black cover, bent battery latch lock and missing one of the load plate shoulder screw were observed. The autopulse platform is a reusable device was manufactured in 2012; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to the brake was stuck which triggered error message ua 16 and ua 24 causing the platform to be non-functional. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The short black cover, the battery latch lock, blue case and one load plate shoulder screw were replaced. The power distribution board were also replaced as part of the process, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).